Event description:
Sorin group deutschland received a report that the touch screen of the sorin c5 system did not function properly. The issue occurred priming and the system was not used so there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Received a report that the touch screen of the sorin c5 system did not function properly. The issue occurred during priming and the system was not used so there was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.